Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.